Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the lead had consistently high impedances despite moving lead. The lead was not used. There were no patient complications reported as a result of this event.